Manufacturer narrative:
Event date: (B)(6) 2018. (B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) 2000ml exactamix eva tpn bags had leaked from the port where the bag is spiked where the port attaches to the bag. This event occurred during preparation of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. Functional leak testing was performed by filling the bag with water and no leaks were observed. Visual inspection was performed and no defects were noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.